Manufacturer narrative:
The customer reported complaint was confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 (compression tracking error occurred on the first compression) alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. Therefore, the probable root cause is that either the patient was not placed on the platform evenly or the patient had shifted causing uneven weight distribution on the load cell. Error message ua 17 (max motor on time exceeded) is an indication that the battery being used has a low voltage. Ua 18 (max take-up revolutions exceeded) alerts the user that the drive shaft moved the lifeband past the maximum allowable take up depth without detecting a patient and ua 45 (shaft not at "home" position occurred) alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. The user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The platform has passed all final testing. No physical damage was observed during visual inspection. The archive data review indicated multiple error messages user advisory (ua) 02, ua 17, ua 18, and ua 45 on the customer reported event date of (B)(6) 2017. On (B)(6) 2017, the platform was powered on and 144 compressions were performed. The platform was then powered off again by the user after performing 142 compressions. The platform was then stopped manually by the user. The platform was powered on again and error message ua 18 was displaying and then the user powered off the platform. The platform was powered on and performed 15 compressions and was powered off again by the user. When the user tried to power on the platform, ua 45 was displayed. The user tried to clear the error message twice and the platform was powered off. On (B)(6) 2017, the platform performed 10 compression before displaying error message ua 02. The platform was then powered on and had two sessions (performed 20 compression and performed 0 compression) and was then powered off by the user. The platform was again powered on and 743 compression was performed before displaying an error message ua 17. The archive indicated li-ion battery with serial number (B)(4) was used. The battery was low in power and was used on a stiff patient weighing around (B)(6) pounds before the platform was powered off. The platform was powered on again and 572 compressions were performed before displaying an error message ua 02, the user then powered off the unit. The platform was powered on and 6 compressions were performed before displaying an error message ua 17 followed with uncommand power off. The platform passed the initial functional testing without any fault or errors. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).

Event description:
The (B)(6) fire rescue department used the autopulse platform on a patient that was experiencing cardiac arrest. The platform worked without any issue initially; however, at the end of the transport, the crew paused the platform to analyze the patient's pulse/rhythm and the patient was in a pulseless electrical activity. The platform did not restart when the crew tried to continue with treatment. The customer tried to troubleshoot by resetting the lifeband and powering off the platform. When the customer powered on the platform, the battery remaining capacity was ½ full. In between the troubleshooting procedures, manual CPR was performed. No patient outcome was provided. No known patient harm or consequence reported.